Event description:
It was reported that after eight minutes of patient use, a ventilator generated a high priority alarm. The ventilator displayed an occlusion message. The patient circuit was checked followed by the patient's tracheal area being suctioned but the ventilator message was not cleared. The patient was then removed from the device and placed on an alternate ventilator without harm. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien field service engineer (fse) evaluated the device and verified the malfunction. The fse performed calibrations and during the extended self-test (est), the mix leak test failed. The fse replaced the options supply solenoid to resolve the issue. The unit passed all tests and calibrations, and was found to be operating within manufacturing specifications.

Manufacturer narrative:
(B)(4).